Event description:
It was reported during set up of an unspecified procedure, the flex deflectable videoscope's display exhibited a sandstorm. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) gunma central hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.